Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: no data, no image. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of no data, no image was traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex video scope shows that scope did not register in the machine, screen showed bars and no picture. The event occurred while a colonoscopy diagnostic procedure. The procedure has been completed with an olympus backup device. There were no reports of patient harm.